Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency experiencing bradycardia and palpitations. Upon device interrogation, multiple episodes of noise were noted on the right atrial lead. The noise could be reproduced with isometrics. All other electrical measurements were normal. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.